Event description:
Reference number (B)(4). Event occurred in the united states. From (B)(6) 2024 to (B)(6) 2024, it was reported that the patient encountered infusion set cannula was kinked within 3 or more hours after insertion which results into high blood glucose level of 600mg/dl. Duration of infusion set used was 6-8 hours. The customer addressed the high blood glucose by correction injection via mdi. The insertion site was at abdomen. The site area which was impacted showed red mark on one of the sites. The patient regularly rotated the site location.the patient confirmed that the introducer needle was ahead of the cannula prior to insertion. The issue got resolved by replacing the infusion set and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4). Device 2 of 4.